Manufacturer narrative:
Concomitant medical products: 419678 lead, implanted, (B)(6) 2010. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient experienced shortness of breath followed by a shock and was seen in the emergency room for a device check. The physician noted that a ventricular fibrillation was detected and treated which was determined to be probable atrial fibrillation with rapid ventricular rates. The device remains in use.